Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a loss of osseintegration followed by fixture loss. The patient was reimplanted with another device on (B)(6), 2011.